Event description:
Surgeon was using filschie clip applier to apply clips to patient's fallopian tubes. The applier malfunctioned when he attempted to use it and caused a small hematoma to the left mesosalpinx. Surgeon used cautery to stop the bleeding. A new applicator was obtained and used. The applicator that was not working was tagged.